Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('general abnormal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and systemic lupus erythematosus ('autoimmune diagnosed: lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), depression ("psych injury / depression"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), visual impairment ("vision problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), pelvic pain ("pelvic pain") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, systemic lupus erythematosus, depression, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, visual impairment and weight increased outcome was unknown and the genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, iron deficiency anaemia, bladder disorder, vaginal haemorrhage, migraine, pelvic pain and back pain had resolved. The reporter considered alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, systemic lupus erythematosus, tooth disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, gen. Abnorm. Bleed (interpreted as general abnormal bleeding), lupus, psych injury, migration and bladder problems. Essure insertion date and lab data date was found same. Date of insertion: (B)(6) 2007; noted date of removal: (B)(6) 2019 (as per pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('general abnormal bleeding'), systemic lupus erythematosus ('autoimmune diagnosed: lupus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), depression ("psych injury / depression"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), visual impairment ("vision problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), pelvic pain ("pelvic pain") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, systemic lupus erythematosus, depression, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, visual impairment and weight increased outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, iron deficiency anaemia, bladder disorder, vaginal haemorrhage, migraine, pelvic pain and back pain had resolved. The reporter considered alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, systemic lupus erythematosus, tooth disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, gen. Abnorm. Bleed (interpreted as general abnormal bleeding), lupus, psych injury, migration and bladder problems. Essure insertion date and lab data date was found same. Date of insertion: (B)(6) 2007; noted date of removal: (B)(6) 2019 (as per pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: pfs received: events added: pelvic pain back pain, depression, vaginal bleeding, migraine. Lab data and rcc note, patient demographics added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('general abnormal bleeding'), systemic lupus erythematosus ('autoimmune diagnosed: lupus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems") and visual impairment ("vision problem") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, systemic lupus erythematosus, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, visual impairment and weight increased outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, iron deficiency anaemia and bladder disorder had resolved. The reporter considered alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, psychological trauma, systemic lupus erythematosus, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, gen. Abnorm. Bleed (interpreted as general abnormal bleeding), lupus, psych injury, migration and bladder problems. Essure insertion date and lab data date was found same. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: this case was become incident. Event injury was updated as dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, gen. Abnorm. Bleed (interpreted as general abnormal bleeding), lupus, psych injury, migration, bladder problems, fatigue, gi conditions, hair loss, dental problems .,hormonal changes, vision problems and weight gain. Patient date of birth, lab data, essure removal date, treatment details added. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.